Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial knee arthroplasty . Subsequently, a revision procedure was performed due to femoral component fracture.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A left agc v2 total knee femoral interlok 70 mm component and an agc v2 arcom tibial component were revised after approximately 16 years and 5 months due to fracture of the femoral component. Reported event was confirmed by review of the x-rays provided and visual inspection of the returned product. It is possible that a combination of uneven cement in the fracture region, suboptimal component sizing and positioning, and patient-related factors may have contributed to increased stresses in the polyethylene. This may have led to increased wear of the medial condyle, resulting in metal-on-metal contact between the femoral and tibial component. This unintended articulation may have resulted in the fracture of the femoral component however the exact root cause cannot be determined when all available information is considered. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an initial knee arthroplasty . Subsequently, a revision procedure was performed due to femoral component fracture.